Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the device history records confirmed that the associated device met all requirements for release. Analysis of the device revealed that the battery failed to meet specifications. The unit failed external visual inspection due to a foreign substance found within the battery's locking mechanism. This affected the retraction of the locking mechanism, which allowed for a secure connection to the controller. Functional testing revealed a faulty cell pair that fell below the minimum voltage threshold. (B)(4). The most likely root cause of the reported "loose connector/connection" can be attributed to a foreign substance found within the battery's locking mechanism. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery connector was loose. The battery was exchanged with no effect on the patient. No further information was provided.